Event description:
The facility reported an infusion pump with "bad batteries". The event was reported to have occurred during customer use but no pt involvement. The hospital rep stated they have no record of any pt incident involving the pump since the last co service event and no pt injury had been reported. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming. No additional contact information was available.